Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that interrogation showed that the device may have been in back-up mode. No measured data was available and programming was limited.